Manufacturer narrative:
Additional information: b5 and h11. B5: upon follow-up, the additional information was received. On an unknown date, the patient recovered from all the events and was discharged from the hospital. On an unknown date, the vancomycin injection, ceftazidime injection and tablet of fluconazole for peritonitis were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1 gm, every three days, intraperitoneal, ongoing) and injection ceftazidime (1gm, daily, intraperitoneal, ongoing) and tablet of fluconazole (150 mg, daily, oral, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.